Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function.

Event description:
The pt experienced wound dehiscence and an infection at the catheter wound site. The pump and catheter were explanted. The pt was started on oral baclofen as well as oral antibiotics. The pt had baclofen withdrawal symptoms of confusion and somnolence. The pt recovered without sequela.